Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for under fill with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate tube(s) under fill during use. There was no report of injury or medical interventions.